Manufacturer narrative:
The device is not available for evaluation, and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "while cauterizing the abdominal end of the left vas deferens, a fragment of approximately 6 mm broke off from a bovie elongated tip (ref h121). Despite immediate attempts at palpation and additional excision of the vas deferens to gain access, the fragment could not be retrieved. The clinical assessment is that the fragment is currently located within the lumen of the abdominal segment of the vas deferens. This is confirmed with an x-ray of the pelvic area."